Event description:
It was reported that during the procedure to relocate the pacemaker, the device moved into a vvi-backup mode. Technical support was contacted and the device was successfully rebooted. Normal device operation resumed and the patient was fine.

Manufacturer narrative:
(B)(4).